Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that image is blurry. No negative impact in state of health reported.

Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. During the technical inspection of the returned device, the error description provided by the customer, " blurry image far away", could be confirmed. The technical inspection of the tipcam revealed that, regarding the customer's description of a blurry image in the distance', the camera's poor image quality was due to a faulty electrical component (image sensor). The event is filed under internal karl storz complaint ID: (B)(4).